Manufacturer narrative:
The customer explains the difficulty of utilizing the pressure settings with and without the pressure disc. The options for the occlusion pressure limit (with disc) high (~900mmhg), medium (~500mmhg), and low (~200mmhg) and the occlusion pressure limit (no disc) of high, medium, and low cannot be adjusted independently by design once an active dataset has been uploaded into the pcu. The customer explains that this is an unrealistic work flow for a bedside clinician to depend on them remembering to turn this feature on when necessary. The file indicates that the product enhancement request (per) has been submitted. Per# 0576 was provided. This was an existing per#. The customer's information has been added into this per. The customer will not be returning any devices for an investigation. No device history or qn search was performed since no source device serial number was reported by the customer. The devices were used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "this is to report design and configuration of bd alans ( model 8110) pressure settings the design is such that the default and the max pressure setting are the same and this is true for both with or without use of pressure sensing disc (provides more accurate pressure readings and more accurate alarms). The options for pressure selection are low (~200mmhg), medium (~500mmhg), and high (~900mmhg). If default is set to low, it is also the max so it does not allow selection of medium or high. This creates a problem specifically in our when these devices are used in neonatal population (nicu) and pediatric ICU. They need to have low pressure setting to alert occlusion in timely manner, but every once m while a larger baby will need higher pressure settings or if ECMO is run, they have to change profiles to accommodate those children. We have been forced to spend a lot hours to understand the system, the ins and outs of pressure settings and options, to create workarounds for our staff, to be able to protect the smallest population of our patients (nicu preemies), but also be able to provide appropriate care to larger/full term neonates or deliver ECMO therapy (high pressure circuit) if pressure is set to medium to accommodate those, then the smallest population is without protection or nurses have to change pressure setting manually every single time they program the pump(unrealistic, impossible and unsafe). Same design is used for their pressure sensing disk (supply item, tubing with pressure sensing disk to provide accurate pressure reading in the line). Again the maximum pressure setting is the default or starting point once the infusion is programed. The end user is supposed to go behind screen, into options, pressure settings, and then select "auto-pressure" to enable auto pressure feature to adjust the limit to pressure in the line or to a manually programed limit again, this is unrealistic workflow for bedside clinician, to depend on them remembering turning on this feature every time, especially when a nicu or picu patient can have over 10 infusions running and if they forget, the default becomes automatically value chosen as the max allowed pressure, which is a highly unsafe condition. Being able to separate default pressure setting from a maximum setting would provide maximum safety and protection for most critical patient population (neonates and pediatric) where even the smallest of volumes or delays can have lasting or negative impact." An incomplete date of event of xx-jan-2019 was provided. Received a copy of the customer's additional information letter from FDA which states, ¿this is to report design and configuration of bd alaris (model 8110) pressure settings. The design is such that the default and the max pressure setting are the same. And this is true for both with or without use of pressure sensing disk (provides more accurate pressure readings and more accurate alarms). The options for pressure selection are low (~200mmhg), medium (~500mmhg), and high (~900mmhg). If default is set to low, it is also the max so it does not allow selection of medium or high. This creates a problem specifically in our when these devices are used in neonatal population (nicu) and pediatric ICU. They need to have low pressure setting to alert occlusion in timely manner, but every once in while a larger baby will need higher pressure settings or if ECMO is run, they have to change profiles to accommodate those children. We have been forced to spend a lot hours to understand the system, the ins and outs of pressure settings and options, to create workarounds for our staff, to be able to protect the smallest population of our patients (nicu preemies), but also be able to provide appropriate care to larger/full term neonates or deliver ECMO therapy (high pressure circuit). If pressure is set to medium to accommodate those, then the smallest population is without protection or nurses have to change pressure setting manually every single time they program the pump (unrealistic, impossible and unsafe). Same design is used for their pressure sensing disk (supply item, tubing with pressure sensing disk to provide accurate pressure reading in the line). Again the maximum pressure setting is the default or starting point once the infusion is programed. The end user is supposed to go behind screen, into options, pressure settings, and then select "auto-pressure" to enable auto pressure feature to adjust the limit to pressure in the line or to a manually programed limit. Again, this is unrealistic workflow for bedside clinician, to depend on them remembering turning on this feature infusions running. And if they forget, the default becomes automatically value chosen as the max allowed pressure, which is a highly unsafe condition. Being able to separate default pressure setting from a maximum setting would provide maximum safety and protection for most critical patient population (neonates and pediatric) where even the smallest of volumes or delays can have lasting or negative impact."